Manufacturer narrative:
Additional information was requested and received. The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. At this time, applied medical is unable to determine the cause of the event or confirm that a malfunction occurred and there have been no similar events reported for this product. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Reduced-port gelpoint - "dr. Voiced concerns about a red line/wound above patient umbilical incision when suturing to complete the procedure, suggesting it may have been caused by the skin stretching from the alexis retractor." Patient status : looked and did great (B)(6) 2016.